Event description:
The rptr stated that he did back to back blood glucose tests, within fifteen minutes. His results were 140 and 170 mg/dl. Later on the same day he tested again, 15 minutes apart, with results of 230 and 170 mg/dl. He did not have any symptoms. No allegation of harm. The rptr stated that he had done a lab comparison and that the results "were good" although he does not recall the specifics. During troubleshooting, the rptr described using alcohol on the test strip holder and "eye drops" on the optics. A control solution test reading of 125 mg/dl was in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8